Event description:
It was reported that the device was explanted after implant duration of approximately 90 months, due to aortic stenosis. Information learned from implant patient registry, and from the surgeon's follow up response.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation summary: "the valve was received with approximately half of the band and wireform exposed. Tissue had pulled away from the valve at this region. 2/3 of the sewing ring was cut away from the valve and various pieces were returned. Heavy intrinsic and extrinsic calcification was present in the cusp of all leaflets. Moderate to heavy calcification was visible on the free margin of all leaflets. The calcification had reduced leaflet mobility and thus led to stenosis. A gap was visible at the coaptation region of the leaflets. Calcification was also noted on the sewing ring in the x-ray. Two tears, 3 mm and 2mm in length, were noted on the cusp of leaflet one at the cusp one and two posts respectively. Two tears, 4 mm and 1 mm in length, were observed on the cusp of leaflet two at the cusp two and three posts respectively. Two tears, 5 mm and 1 mm in length, were present on the cusp of leaflet three at the cusp three and one posts respectively. Calcification was noted at all these regions. Moderate host tissue overgrowth was observed on the stent on the inflow and outflow aspects. Host tissue encroached into the orifice by 4 mm on the inflow aspect. A layer of host tissue overgrowth was present over all of the leaflets on the outflow aspect. Extensive calcification, wireform to band separation and stent distortion were noted in the x-ray. Wireform was exposed on all posts at the outflow aspect; as well as between the cusp one and cusp two posts. One section, 10 x 3 mm, was cut out on the cusp of leaflet one and not returned."

Event description:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.